Event description:
It was reported that a patient¿s lead broke in 2012 and she had to get it replaced on (B)(6). It was later reported that the lead was replaced at the end of (B)(6) 2013. It was unclear when the lead was replaced as two different times were reported. It was noted that ¿back then¿ the patient had a lot of leakage. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Product ID 3889-28, lot# v914061, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).